Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient stated having 28 applications running. Patient was advised to close applications and try to reconnect, which was successful. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 02/12/2016 and could confirm the reported loss of connection. No additional patient or event information is available.